Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, the suture broke and a non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A suture break as reported can be influenced by, but is not limited to, manufacturing, user technique and/or patient anatomical conditions. During manufacturing, all suture lots undergo visual and functional testing. A suture break can occur when the suture is nicked by a rotating suture trimmer, the thumb knob is released and the gate is closed on the suture, when a quick jerky motion is used to apply tension on suture versus slow consistent increasing tension and/or pulling laterally or medially on suture limb versus pulling coaxial to suture trimmer. Based on the reported information and the inspection criteria, a definitive cause for the suture breakage could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there was no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported that the device was discarded. The lot number was provided. A follow-up report will be submitted with all relevant additional information.